Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 3. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type IV. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.